Event description:
Intubated patient with an in-line suction catheter. The rcp noted air in the sleeve covering the catheter after suctioning. The in-line catheter was removed and replaced, but the rcp did not notice that the catheter was damaged. Chest x-ray later identified a foreign body in the patient's right mainstem/trachea. The patient underwent a bronchoscopy for removal of a 7 cm tip of suction catheter. Photographs to follow at confirmation.